Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), device expulsion ("essure device migration/ migration of essure coil into endometrial space"), genital haemorrhage ("abnormally heavy bleeding/bleeding outside of menstruation/ abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), renal injury ("kidney damages") and bladder injury ("bladder damages") in a 29-year-old female patient who had essure (batch no. W2030037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain. Concurrent conditions included fibroids, uterine enlargement and adenomyosis. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced insomnia ("insomnia"). In (B)(6) 2011, the patient experienced neuropathy peripheral ("peripheral neuropathy"). In (B)(6) 2011, the patient experienced uterine leiomyoma ("uterine fibroids"), cervical cyst ("nabothian cysts") and cervix inflammation ("mild chronic inflammation"). On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criterion medically significant) with endometriosis, genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal injury ("intestinal area- small intestine damages due to pounture"), pain ("pain with radiation"), dyspareunia ("pain during intercourse"), migraine ("worsening of migraine"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), adenomyosis ("uterine endometriosis"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), pain in extremity ("right leg pain"), emotional distress ("emotional anguish"), metaplasia ("focal squamous metaplasia at squamocolumnar junction"), renal injury (seriousness criterion medically significant) and bladder injury (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted hysterectomy (partial) bilateral salpingectomy-removal of essure), surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, adenomyosis, insomnia, hypoaesthesia, paraesthesia, uterine leiomyoma, cystitis, urinary tract infection, alopecia, pain in extremity, headache, menorrhagia, emotional distress, cervical cyst, cervix inflammation, metaplasia, neuropathy peripheral, renal injury and bladder injury outcome was unknown, the genital haemorrhage, gastrointestinal injury, pain, procedural pain and migraine was resolving, the dyspareunia had not resolved and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered adenomyosis, alopecia, bladder injury, cervical cyst, cervix inflammation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, metaplasia, migraine, neuropathy peripheral, pain, pain in extremity, paraesthesia, procedural pain, renal injury, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus,cevix and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirm position, full occlusion of fallopian tube nuclear magnetic resonance imaging - on (B)(6) 2012: parenchymal extension to the right ultrasound scan - on (B)(6) 2012: device had punctured and had moved chronic pelvic pain with possible essure micro implant in abnormal location. (B)(6) 2012, surgical pathology report: pathologic diagnosis: uterus and cervix; laparoscopic assisted hysterectomy: - cervix showing nabothian cysts, mild chronic inflammation, and focal squamous metaplasia at squamocolumnar junction. - secretory endometrium showing focal decidualization. - synthetic iud (intrauterine device) in endometrial cavity. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet received. New reporters added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), emotional anguish, nabothian cysts, mild chronic inflammation, focal squamous metaplasia at squamocolumnar junction, peripheral neuropathy, kidney damages) and bladder damages added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), device expulsion ("essure device migration/ migration of essure coil into endometrial space"), genital haemorrhage ("abnormally heavy bleeding/bleeding outside of menstruation/ abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), renal injury ("kidney damages") and bladder injury ("bladder damages") in a 29-year-old female patient who had essure (batch no. W2030037,654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and grand multiparity. Concurrent conditions included fibroids, uterine enlargement and adenomyosis. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced insomnia ("insomnia"). In (B)(6) 2011, the patient experienced neuropathy peripheral ("peripheral neuropathy"). In (B)(6) 2011, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced cervical cyst ("nabothian cysts") and cervix inflammation ("mild chronic inflammation"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required) with endometriosis, genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal injury ("intestinal area- small intestine damages due to pounture"), pain ("pain with radiation"), dyspareunia ("pain during intercourse"), migraine ("worsening of migraine"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), adenomyosis ("uterine endometriosis"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), pain in extremity ("right leg pain"), emotional distress ("emotional anguish"), metaplasia ("focal squamous metaplasia at squamocolumnar junction"), renal injury (seriousness criterion medically significant) and bladder injury (seriousness criterion medically significant). The patient was treated with surgery (ablation, ablation on (B)(6) 2012 and laparoscopic assisted hysterectomy (partial) bilateral salpingectomy-removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, adenomyosis, insomnia, hypoaesthesia, paraesthesia, uterine leiomyoma, cystitis, urinary tract infection, alopecia, pain in extremity, headache, menorrhagia, emotional distress, cervical cyst, cervix inflammation, metaplasia, neuropathy peripheral, renal injury and bladder injury outcome was unknown, the genital haemorrhage, gastrointestinal injury, pain, procedural pain and migraine was resolving, the dyspareunia had not resolved and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered adenomyosis, alopecia, bladder injury, cervical cyst, cervix inflammation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, metaplasia, migraine, neuropathy peripheral, pain, pain in extremity, paraesthesia, procedural pain, renal injury, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus,cevix and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: confirm position, full occlusion of fallopian tube. Nuclear magnetic resonance imaging - on (B)(6) 2012: results: parenchymal extension to the right. Ultrasound scan - on (B)(6) 2012: results: device had punctured and had moved. Diagnostic results: chronic pelvic pain with possible essure micro implant in abnormal location. (B)(6) 2012, surgical pathology report: pathologic diagnosis: uterus and cervix; laparoscopic assisted hysterectomy: - cervix showing nabothian cysts, mild chronic inflammation, and focal squamous metaplasia at squamocolumnar junction. - secretory endometrium showing focal decidualization. - synthetic iud (intrauterine device) in endometrial cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube'), device expulsion ('essure device migration/ migration of essure coil into endometrial space'), genital haemorrhage ('abnormally heavy bleeding/bleeding outside of menstruation/ abnormal bleeding (general)'), menorrhagia ('abnormal bleeding (menorrhagia)'), renal injury ('kidney damages') and bladder injury ('bladder damages') in a 29-year-old female patient who had essure (batch no. W2030037-inv,654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and grand multiparity. Concurrent conditions included fibroids, uterine enlargement and adenomyosis. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced insomnia ("insomnia"). In (B)(6) 2011, the patient experienced neuropathy peripheral ("peripheral neuropathy"). In (B)(6) 2011, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced cervical cyst ("nabothian cysts") and cervix inflammation ("mild chronic inflammation"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required) with endometriosis, genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal injury ("intestinal area- small intestine damages due to pounture"), pain ("pain with radiation"), dyspareunia ("pain during intercourse"), migraine ("worsening of migraine"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), adenomyosis ("uterine endometriosis"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), pain in extremity ("right leg pain"), emotional distress ("emotional anguish"), metaplasia ("focal squamous metaplasia at squamocolumnar junction"), renal injury (seriousness criterion medically significant) and bladder injury (seriousness criterion medically significant). The patient was treated with surgery (ablation, ablation on (B)(6) 2012 and laparoscopic assisted hysterectomy (partial) bilateral salpingectomy-removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, adenomyosis, insomnia, hypoaesthesia, paraesthesia, uterine leiomyoma, cystitis, urinary tract infection, alopecia, pain in extremity, headache, menorrhagia, emotional distress, cervical cyst, cervix inflammation, metaplasia, neuropathy peripheral, renal injury and bladder injury outcome was unknown, the genital haemorrhage, gastrointestinal injury, pain, procedural pain and migraine was resolving, the dyspareunia had not resolved and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered adenomyosis, alopecia, bladder injury, cervical cyst, cervix inflammation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, metaplasia, migraine, neuropathy peripheral, pain, pain in extremity, paraesthesia, procedural pain, renal injury, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus,cevix and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: confirm position, full occlusion of fallopian tube. Nuclear magnetic resonance imaging - on (B)(6) 2012: results: parenchymal extension to the right. Ultrasound scan - on (B)(6) 2012: results: device had punctured and had moved. Diagnostic results: chronic pelvic pain with possible essure micro implant in abnormal location. (B)(6) 2012, surgical pathology report: pathologic diagnosis: uterus and cervix; laparoscopic assisted hysterectomy: - cervix showing nabothian cysts, mild chronic inflammation, and focal squamous metaplasia at squamocolumnar junction. - secretory endometrium showing focal decidualization. - synthetic iud (intrauterine device) in endometrial cavity. Lot number-w2030037 is invalid. Lot number:654836 manufacturing date:2009/07, expiration date:2012/07. Lot number:w2030037 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), device expulsion ("essure device migration/ migration of essure coil into endometrial space"), genital haemorrhage ("abnormally heavy bleeding/bleeding outside of menstruation/ abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), renal injury ("kidney damages") and bladder injury ("bladder damages") in a 29-year-old female patient who had essure (batch no. W2030037-inv,654836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain and grand multiparity. Concurrent conditions included fibroids, uterine enlargement and adenomyosis. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"). In june 2010, the patient experienced insomnia ("insomnia"). In january 2011, the patient experienced neuropathy peripheral ("peripheral neuropathy"). In september 2011, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced cervical cyst ("nabothian cysts") and cervix inflammation ("mild chronic inflammation"). On (B)(6) 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required) with endometriosis, genital haemorrhage (seriousness criteria medically significant and intervention required), gastrointestinal injury ("intestinal area- small intestine damages due to pounture"), pain ("pain with radiation"), dyspareunia ("pain during intercourse"), migraine ("worsening of migraine"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), adenomyosis ("uterine endometriosis"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), pain in extremity ("right leg pain"), emotional distress ("emotional anguish"), metaplasia ("focal squamous metaplasia at squamocolumnar junction"), renal injury (seriousness criterion medically significant) and bladder injury (seriousness criterion medically significant). The patient was treated with surgery (ablation, ablation on (B)(6) 2012 and laparoscopic assisted hysterectomy (partial) bilateral salpingectomy-removal of essure). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, adenomyosis, insomnia, hypoaesthesia, paraesthesia, uterine leiomyoma, cystitis, urinary tract infection, alopecia, pain in extremity, headache, menorrhagia, emotional distress, cervical cyst, cervix inflammation, metaplasia, neuropathy peripheral, renal injury and bladder injury outcome was unknown, the genital haemorrhage, gastrointestinal injury, pain, procedural pain and migraine was resolving, the dyspareunia had not resolved and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered adenomyosis, alopecia, bladder injury, cervical cyst, cervix inflammation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypoaesthesia, insomnia, menorrhagia, metaplasia, migraine, neuropathy peripheral, pain, pain in extremity, paraesthesia, procedural pain, renal injury, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus,cevix and both fallopian tubes were all removed.since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: confirm position, full occlusion of fallopian tube. Nuclear magnetic resonance imaging - on (B)(6) 2012: results: parenchymal extension to the right. Ultrasound scan - on (B)(6) 2012: results: device had punctured and had moved. Diagnostic results: chronic pelvic pain with possible essure micro implant in abnormal location. (B)(6) 2012, surgical pathology report: pathologic diagnosis: uterus and cervix; laparoscopic assisted hysterectomy: - cervix showing nabothian cysts, mild chronic inflammation, and focal squamous metaplasia at squamocolumnar junction. - secretory endometrium showing focal decidualization. - synthetic iud (intrauterine device) in endometrial cavity. Lot number-w2030037 is invalid. Most recent follow-up information incorporated above includes: on 14-feb-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube"), device expulsion ("essure device migration/ migration of essure coil into endometrial space") and genital haemorrhage ("abnormally heavy bleeding/bleeding outside of menstruation/ abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. W2030037) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain. Concurrent conditions included fibroids, uterine enlargement and adenomyosis. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 3 years 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device expulsion (seriousness criterion medically significant) with endometriosis, genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain with radiation"), dyspareunia ("pain during intercourse"), migraine ("worsening of migraine"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss") and headache ("headaches"). On an unknown date, the patient experienced gastrointestinal injury ("intestinal area- small intestine damages due to pounture"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("abnormally severe menstrual pain"), adenomyosis ("uterine endometriosis"), insomnia ("insomnia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), uterine leiomyoma ("uterine fibroids") and pain in extremity ("right leg pain"). The patient was treated with surgery (on (B)(6) 2015 laparoscopic assisted hysterectomy (partial) bilateral salpingectomy-removal of essure) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, dysmenorrhoea, adenomyosis, insomnia, hypoaesthesia, paraesthesia, uterine leiomyoma, cystitis, urinary tract infection, alopecia, pain in extremity and headache outcome was unknown, the genital haemorrhage, gastrointestinal injury, pain, procedural pain and migraine was resolving and the dyspareunia had not resolved. The reporter considered adenomyosis, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, hypoaesthesia, insomnia, migraine, pain, pain in extremity, paraesthesia, procedural pain, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus,cevix and both fallopian tubes were all removed.since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirm position, full occlusion of fallopian tube nuclear magnetic resonance imaging - on (B)(6) 2012: parenchymal extension to the right ultrasound scan - on (B)(6) 2012: device had punctured and had moved chronic pelvic pain with possible essure micro implant in abnormal location. (B)(6) 2012, surgical pathology report: pathologic diagnosis: uterus and cervix; laparoscopic assisted hysterectomy: - cervix showing nabothian cysts, mild chronic inflammation, and focal squamous metaplasia at squamocolumnar junction. - secretory endometrium showing focal decidualization. - synthetic iud (intrauterine device) in endometrial cavity. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Plaintiff¿s demographics, historical and concurrent condition and concomitant medications added. Essure indication, stop date and lot number added. New events, perforation fallopian tube, bladder infection, urinary tract infection, headaches, hair loss and right leg pain were added. Event essure device migration updated to essure device migration/ migration of essure coil into endometrial space with endometriosis. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migration") and genital haemorrhage ("abnormally heavy bleeding/bleeding outside of menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), pain ("pain with radiation"), abdominal pain lower ("acute cramping/ severe abdominal cramping/ lower abdominal pain"), dyspareunia ("pain during intercourse"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("abnormally severe menstrual pain"), adenomyosis ("uterine endometriosis"), insomnia ("insomnia"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), migraine ("worsening of migraine") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy.). Essure was removed. At the time of the report, the device dislocation, genital haemorrhage, pain and procedural pain was resolving, the pelvic pain, abdominal pain lower and dyspareunia had not resolved and the dysmenorrhoea, adenomyosis, insomnia, hypoaesthesia, paraesthesia, migraine and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hypoaesthesia, insomnia, migraine, pain, paraesthesia, pelvic pain, procedural pain and uterine leiomyoma to be related to essure. The reporter commented: underwent a total hysterectomy and bilateral salpingectomy during which her uterus,cevix and both fallopian tubes were all removed. Since her removal surgery,her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirm position, full occlusion of fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u from summons: events abnormally severe menstrual pain; uterine endometriosis; insomnia; numbness; tingling; worsening of her migraines; and uterine fibroids were added. Action taken was added as drug withdrawn. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device migration") and genital haemorrhage ("abnormally heavy bleeding/bleeding outside of menstruation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), radiation associated pain ("pain with radiation"), abdominal pain lower ("acute cramping"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on or about (B)(6) 2012, plaintiff underwent a hysterectomy). At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, radiation associated pain, abdominal pain lower, dyspareunia and procedural pain was resolving. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage, pelvic pain, procedural pain and radiation associated pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: confirm position, full occlusion of fallopian tube company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.